Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of 8 mm fenestrated bipolar forceps instrument were not closing properly and it was observed to have a broken cable. Additionally, the cautery function of instrument was not working at all. The procedure was completed with no reported injury. There were no reports of fragment(s) falling into the patient's anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken bipolar yaw pulley near the grip cable crimp. Broken piece(s) measuring approximately 4.65 mm x 2.00 mm were missing as a result of breakage. The grip cable crimp was dislodged as a result of breakage. Additional observation: the conductor wire of instrument was broken within the bipolar yaw pulley, at distal end. No thermal damage was found on the instrument. The probable root cause of the motion related issues experienced by customer is attributed to the primary failure of broken bipolar yaw pulley. The probable root cause of broken bipolar yaw pulley is attributed to damage during use, which may result from applying excess force on the distal end of the instrument during handling, insertion, usage (overloading), or removal. The probable root cause of dislodged cable crimp is attributed to the broken bipolar yaw pulley. The probable root cause of conductor wire breakage is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: customer confirmed that reported failure on 8 mm fenestrated bipolar forceps instrument did not cause fragment(s) to fall into the patient's anatomy. No post-operative test(s) like x-ray or ultrasound were conducted to check for remaining fragments. Patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.